Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and tachycardia. It was also reported that diminished p-waves and undersensing during periods of atrial tachycardia/atrial fibrillation (at/af) was noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.